Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
The suspect medical device reported in this MDR form should not have been reported on a 3500a MDR form. The event did not take place and the device remains implanted and working as intended. There was no reportable allegation against the device itself.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.